Manufacturer narrative:
(B)(4): the lens was received in the product evaluation lab and revealed one distorted haptic and appeared to have evidence of viscoelastic. Prior to release to market the intraocular lens met all manufacturing specifications. All pertinent information available to abbott medical optics has been submitted. Should new information be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted. (B)(4): placeholder.

Event description:
It was reported that there was a broken haptic when inserting the lens in the eye. The lens was inserted and removed during the same surgery. There was no incision enlargement during this procedure. It was stated that there was a limited anterior vitrectomy performed but believed it was due to weak patient anatomy and was not attributed to the lens.